Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her discontinued treatment. The patient received a "fill complication" warning and when she opened the cassette door there was fluid on the tubing set. She was advised to contact her pd nurse. The sample set was not made available for analysis. During f/u, the patient reported that her effluent was clear. She did not have signs of infection. She was not prescribed prophylactic antibiotics. No adverse event reported at this time.